Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that during the dilatation part of the procedure, two t-fasteners from the kit broke. A new package of sutures was opened to complete the procedure. No other medical intervention was required. No further information has been made available to halyard.